Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported fluid leakage from the catheter body. The tubing has already been removed, and a new catheter has been implanted in the patient. This has not resulted in any significant clinical delay in treatment, nor has it led to any harm, injury, or adverse outcomes for the patient.